Event description:
A crown was cemented with espe's glass ionomer based luting cement ketac-cem. A couple of hours later the pt's tissues became inflamed. Pt's tongue swelled, pt's throat closed and pt experienced respiratory distress. Pt was rushed to an emergency room and treated with IV benedryl, steroids and pepcid. The pt has a known history of allergies but not to components of ketac-cem.